Manufacturer narrative:
Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on october 1, 2017. Subsequently, medtronic diabetes conducted a two year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they were diagnosed with diabetic ketoacidosis upon admittance to the emergency room. Customer's blood glucose level was over 600 mg/dl. Customer reported observing a bent infusion set cannula on 2 infusion sets. Customer also reported receiving a no delivery alarm. Customer reported the infusion set cannula was bent in the shape of a "u". Customer did not troubleshoot the elevated blood glucose level. The infusion set is expected to be returned.